Event description:
It was reported that the tubing clip was leaking, another device was set. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). Additional information: upon visual and functional evaluation, no discrepancies were found on the devices returned. Devices were returned fully functional. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.